Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr replaced the main board in order to resolve the reported issue. The fsr performed the operational verification procedure, the user verification tests, and tested operation with his external analyzer. The device passed all tests and was returned to the customer operating to manufacturer specifications. The suspect main board has been returned to vyaire for further evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed a constant transducer fault alarm that could not be resolved. The customer did not provide any information regarding patient involvement, so it is unknown at this time.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was found to be transducer failure. Transducer was not calibrated and the main pcba was changed.